Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips there was a "waveform interference". There was no report of patient involvement.

Manufacturer narrative:
The device was evaluated by a philips field service engineer who confirmed that the actual problem was that there was a 'configuration lost' error message.